Event description:
It was reported that during an attempted implant, the physician was unable to obtain sufficient r-wave values greater than 1.5 in any location. In addition, noise was noted on the electrogram (egm) when the rv lead was hooked up to the analyzer cables. The physician opted to remove the lead and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.